Manufacturer narrative:
This initial MDR is being submitted as a result of a retrospective review of davol¿s MDR decisions and the initial decision not to report the event is being revised to reflect updated company procedures. Reportedly, eight years post implant the patient began to experience pain in the abdominal area. As reported the patient's surgeon does not associate the patient's pain with the hernia repair or the mesh implant. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Additionally, to date this is the only reported complaint for this manufacturing lot of (B)(4) units. Based on the information provided root cause for the patient's reported pain is undetermined. If additional information is obtained, this report will be updated. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It is alleged the patient has a bard/davol ventralex hernia patch implanted, during an incisional umbilical hernia repair procedure performed on (B)(6) 2007. Beginning in (B)(6) 2015 the patient began to experience abd pain and underwent diagnostic testing ordered by his surgeon. MRI and CT scans revealed no issues with the implanted mesh. The patient was also informed that he did not have a recurrent umbilical hernia. Per the surgeon believed his pain was possibly related to adhesions and nerve injury from previous abd surgical procedures that were performed during the same year of 2007. Reports that in 2007 he was treated for colon cancer, cholecystitis, benign liver tumors and underwent cholecystectomy, appendectomy and partial colon removal along with hernia repair. The patient continues to experience abd pain and is currently being treated by a pain specialist for chronic abd pain with prescription medication to manage his pain. Surgeon is taking no action related to the implanted mesh.